Event description:
It was reported that "it was unable to confirm the details of how the complaint occured". No additional information available.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "misfire/jamming-misaligned staples" was confirmed based upon the sample received. The stapler was returned with the first three staples misaligned. Upon functional inspection, the first three staples were unable to fire properly due to the misalignment. The sample was disassembled. Die casting anomalies were observed on the forming tool. The source of the staple misalignment could not be conclusively determined. A device history record review was performed, and no relevant findings were identified. A non-conformance was previously opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that "it was unable to confirm the details of how the complaint occured". No additional information available.